Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to swap the analog interface (ai) printed circuit board (pcb) with a known good unit. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.